Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not made available from the site. On 05/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative received a report from the site operating room (or) staff, alleging a 1 centimeter inaccuracy while in a spine procedure using the imaging system and navigation system. The surgeon stated that the navigation system would not navigate. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.